Manufacturer narrative:
H2) correction: h6 corrected with e2119. Per sop-cpa-05, it was determined there was an accidental radiation occurrence due to image transfer/nav system communication. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. This issue is not a systemic issue as it was not able to be reproduced. Estimated absorbed or effective dose information is not available. Estimated absorbed dose to patient based on unutilized radiation is = 12.5 msv. Number of people exposed: 1-patient total number of people in or unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant device(s) are: product ID: b I-500-01145, serial/lot #: (B)(4). A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used for a sacroiliac and thoracolumbar procedure. It was reported that after taking a 3d spin, the scan failed to transfer to the navigation system. The amount of delay to the procedure was unknown and there was no impact to patient outcome. Additional information was received from the manufacturer representative. It was reported that they took a spin the following day with each navigation system and it transferred successfully. The manufacturer representative stated that they couldn¿t reproduce the issue. It was further reported that there was a 20-30 minute delay in the procedure. It was noted that the spin was completed initially, but it just didn¿t transfer over. The manufacturer representative stated that they tried to manual transfer the spin, but it still didn¿t work. The cause of the issue was undetermined, as it seemed like everything was done correctly. It was noted that the issue was resolved and the scans came over successfully.